Manufacturer narrative:
(B)(4). Batch #t5c55f. Investigation summary: the analysis results found that one ec60a device was returned with no visual non-conformances and without a cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line and cut line were complete and the staples meet the staple release criteria. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Additional information was requested and the following was received: based on your request we answer your questions about it. Again we inform and clarify that the product, at no time, was used in the patient as reported in the initial claim. It was not used in the patient since the load or recharge could not be placed in it. For this logical reason it was not used or could not be used as described by the clinic in its quality claim.

Event description:
It was reported that during a sugar baker procedure, when the reload was placed in the device, it wouldn't enter at the end of the jaw. The doctor requested another device and successfully fit the same reload into the new device. There were no patient consequences reported. No additional information is available at this time.